Event description:
It was reported that the patient heart an alert. Upon interrogation, high impedance was noted on the lv (left ventricular) lead and both defibrillation coils. The alert was cleared. Within one week another alert tripped for high lv impedance, and the lv lead was in the lvtip to rvcoil configuration. The physician suspected possible rv (right ventricular) defibrillation coil fracture as the issue, and planned to possibly revise the rv lead. Upon performing a venogram, the patient was found to be occluded. The physician then chose to perform dft (defibrillation threshold) testing which was successful. The lv lead was reprogrammed lvtip to lvring, and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk crt-d, implanted: (B)(6) 2010. (B)(4).